Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The lcd image was found intermittent due to a faulty printed circuit board. Additionally, there were scratches on the screen as well as other cosmetic wear on the remainder of the housing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high definition lcd monitor was not displaying an image on the monitor during procedure preparation. According to the initial reporter, the green power light was lit, but the screen was blank. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the liquid crystal display (lcd) image being intermittent occurred due to faulty printed circuit board (bi) board. The cause of the faulty bi board could not be identified. Olympus will continue to monitor field performance for this device.